Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-01539. It was reported that balloon rupture occurred. Following placement of a v-18 control wire, a sterling balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured at an unknown atm. It was also reported that during an unspecified point in the procedure the v-18 control wire fractured inside the patient. It was then noted that a radiopaque (ro) marker that was left behind inside the patient, the physician was not sure if it was from the sterling balloon or the v-18 control wire. No patient complications were reported.